Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. D2b: additional product code fhn. E1: facility full name(B)(6).

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in an esophageal variceal banding procedure on (B)(6) 2025. During the procedure, while trying to deploy the bands, the band did not come out of the barrel and failed to deploy. Procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in an esophageal variceal banding procedure on (B)(6) 2025. During the procedure, while trying to deploy the bands, the band did not come out of the barrel and failed to deploy. Procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Block e1: facility full name_ (B)(6). Device evaluation. The speedband superview super 7 was returned for analysis. During the visual inspection, there was no visible damage observed in the handle section, however it was observed that the teeth were damaged. The marks on the ligator housing teeth imply that the device might have been used with too much force which caused the teeth to be damaged. Alternatively, this damage could be attributed to the way the physician entered the device through the patient and affected the functionality of the handle when deploying the bands. Based on the evidence, the reported event of bands failure to deploy is confirmed. All compiled information on this investigation determines that the most probable cause is adverse event related to procedure.